Event description:
The customer called and reported that the sensor gave discrepant readings when compared with customer's blood glucose, causing calibration error alerts. Customer's blood glucose was 34 mg/dl while the meter read 50 mg/dl. The customer declined to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.